Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample was found two tear (a and b) in the anterior view, measuring approximately 0.5 cm (a) and 2.4 cm (b). Microscopic examination was performed and no evidence of instrument damage was observed in the tear a, however, microscopic examination of the edges of the rupture b revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female who underwent breast reconstruction revision surgery with two 250cc mentor smooth round moderate plus profile memorygel breast prostheses experienced left sided capsular contracture baker¿s grade iii post procedure. The capsular contracture was diagnosed by a physician along with feelings of right implant looseness. On (B)(6) 2019, the patient underwent bilateral removal and replacement with mentor memorygel breast prostheses. The right prostheses was replaced with 275cc smooth round moderate plus profile memory gel and the left prostheses was replaced with 250cc smooth round moderate plus profile memory gel. Moreover, the patient¿s right-sided device was confirmed to be ruptured during explantation. This medwatch form is for the right breast prosthesis. See 1645337-2019-16709 for contralateral prosthesis report.